Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while discussing motor stalls, that the healthcare provider (hcp) had restarted pumps in the past by updating the pumps. Additional details, including patient information, cause of the event, patient symptoms, patient outcomes and additional interventions were not reported. However, additional follow-up to obtain this information is being conducted.